Event description:
The patient had an im nail inserted to fuse the ankle three years ago. The ankle is fused, but the im nail is broken.

Manufacturer narrative:
Examination was not possible, as the product remains implanted. Patient information and x-ray were not provided. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusion about the reported event. Based on the investigation, the need for corrective action is not indicated.